Manufacturer narrative:
The manufacturer had previously reported a ventilator was alarming continuously and the device's sensor board needed to be replaced to address the issue. During the evaluation of the device at a third party service center, an issue related to the blower motor was observed. The device's blower motor capacitor needs to be replaced to address the issue. The device was scrapped at the request of the customer.

Event description:
The manufacturer received information alleging a ventilator was alarming continuously. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board needs to be replaced to address the issue.